Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 6(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and eye movement disorder ("right eye won't stop twitching "). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, alopecia, hypersensitivity, depression, anxiety and eye movement disorder outcome was unknown. The reporter considered alopecia, anxiety, depression, eye movement disorder, genital hemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received: newly added events- eye movement disorder, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and eye movement disorder ("right eye won't stop twitching "). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, hypersensitivity, depression, anxiety and eye movement disorder outcome was unknown. The reporter considered alopecia, anxiety, depression, eye movement disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.